Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced a fall. As a result the patient experienced ineffective stimulation. Troubleshooting was unsuccessful. Surgical intervention may take place later to address the issue.

Event description:
Additional information received identified the patient underwent surgical intervention wherein the ipg was explanted and replaced which resolved the issue. Effective therapy was restored post operatively.